Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011 at 5 pm. He obtained glucose results of '257 mg/dl' on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. He stated that he manages his diabetes with humalog 75/25 (self adjuster) and due to the alleged inaccurate high results on (B)(6) 2011, after 5 pm he decreased the dose of his humalog medication to 8u. The patient claimed on (B)(6) 2011, between 8-9 pm, after the alleged issue started he felt 'shaky and sweaty'. In response to his symptoms, on (B)(6) 2011, between 8-9 pm he self treated with glucose tabs. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the meter set to the correct unit of measure and good unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.